Event description:
Images from peds case were lost.

Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).